Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported about a month ago he saw visible moisture in the reservoir compartment of his insulin pump. The moisture was due to a leaking reservoir. Earlier today customer stated his reservoir did not seem to be working correctly, and when he took it out the reservoir compartment smelled of insulin. He was not sure whether the reservoir was leaking or not. Customer's blood glucose was 240 mg/dl. Customer was advised to dry the inside of the reservoir compartment with a cloth. The device passed the self test. Customer was advised to use a new reservoir and monitor the device. Nothing further reported.